Event description:
Reported one false negative sars result. The customer communicated the result tested positive by molecular (pcr testing).

Manufacturer narrative:
Investigation summary: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Retained material showed no issue with product performance. A quidel representative visited the site and observed procedural errors and use of an off-label viral transport media (vtm) that may have contributed to the event. Root cause: customer procedural error; unable to determine. Source: email.